Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had possible under delivery anomaly. The customer¿s blood glucose was 18 mmol/l at the time of the incident. Customer reported that she had some issue with the batt this morning and her blood glucose were high. Customer reported that the pump went off without warning or alarm. Customer reported that we did test the pump with manual bolus, and a very little amount came out. I will swap pump. The pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08745 inches. No delivery anomaly noted. Unit had minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked retainer and end cap address label fading.